Event description:
It was reported that the rear case of the external pulse generator was cracked near the battery door. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lower case was broken. Analysis also found that the lower case and battery release were contaminated, both bail covers were broken, the battery contacts were compressed, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).